Event description:
Information received from the field notes that the patient was seen for a routine follow-up with no complaints. Measured battery data was 2.57v and 7 kohms. After some testing, the battery voltage was 2.48v. The pulse amplitude was programmed to 2.5v in the atrium and 4.5v in the ventricle, but measured at 2.4v and 3.9v, respectively. The device will be monitored until recommended replacement time is reached.